Event description:
It was reported that the device doesn't work for safety engaged. The locking device is broken. Report 1 of 1 complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment the technician found a nose tube that comes apart due to normal wear excessively. Coupling found defective (overheated) and coupling shaft was found defective. Various parts were replaced.